Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing. Event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found tamper seals removed, a scratched lens and a lifted dso seal. No evidence of the customer reported issue was found in the event history log. During the functional testing, the pump was found to be over delivering to the manufacturing specifications of +/-3%. The customer reported issue was confirmed. The expulsor was trimmed in order to bring the delivery into more nominal of a range. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.